Manufacturer narrative:
The subject device was received and evaluated at repair center olympus (B)(4). Device evaluation found the customer reported issue was not able to reproduced. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, the screen blackout. The issue found during preparation for use. There was no patient injury or harm reported due to the event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was not duplicated during inspection. Therefore, no further cause could be established. Olympus will continue to monitor field performance for this device.